Manufacturer narrative:
(B)(4). The reported issue was confirmed by the field service representative (fsr), as he replaced the roller pump tongue. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. Per fsr, there will be no part returned to the manufacturer for evaluation. The customer would like to keep as part of teaching experience to students. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tongue on roller pump broke while setting up for a case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.